Event description:
Catheter was placed in 2003. Four days later arterial connector cracked. User made connection with care. User did not use kocher to tighten connection, but arterial connector cracked. Loss of blood. New catheter was placed the same day.